Event description:
It was reported that the newly purchased external pulse generator failed the ventricular sensitivity testing. It was requested that it be exchanged for a different device. The generator was returned to service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the sensitivity was out of specification. Analysis did note that the upper case was broken and the lower case and one case screw were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.